Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system boots up and gives a "disc bot failure" message. There is no cd in the drive, and the system was unable to reach the application selection screen.